Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in clinic. Upon review, the patient's right ventricular(rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was recovering post procedure.